Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: a partial UDI number is known, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. The device was not returned for analysis and there was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the cartridge was tight. That they loaded the lens and the lens had torn. There was a patient contact; however there was no injury reported. The lens was removed and replaced. No further information was provided.